Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they lost their battery cap and had also received low battery and failed battery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshot was conducted. The customer cannot turn on the device, due to having lost the battery cap. The customer was advised that a replacement battery cap would be sent out, and to call back if issues persist.